Event description:
It was reported that stent damage occurred. The patient presented with an acute myocardial infarction (mi). The target lesion was located in the totally occluded left anterior descending artery (lad). A non-bsc guide wire was placed and the lesion pre-dilated with an unspecified balloon. The 3.00x28mm promus premier¿ stent was deployed and post-dilated with a non-bsc 3.5 x 27 nc balloon. Difficulty was encountered while removing the balloon and moderate force was required. The physician then attempted to remove the wire, but it became stuck on the distal part of the stent. After several inflations with a balloon, the wire was finally removed. The physician noticed the distal end of the stent was deformed. The stent was re-wired and several attempts were made to cross the stent. A dissection was noted proximal to the stent and was treated with placement of a second stent. A new wire was advanced across the two stents and dilation with a new balloon was successful. A third stent was placed distal to the first stent. The case was completed successfully without complications. The patient's condition is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).